Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
I couldn't get it out - vagina [foreign body in reproductive tract]. String from my tampon ripped off [device breakage]. String from my tampon ripped off and I couldn't get it out [complication of device removal]. Case description: consumer reported via e-mail that tampon string ripped off and she couldn't get it out. No serious injury reported.